Event description:
There was an allegation of questionable test results for 8 patient samples tested on a cobas e 801 analytical unit. Results for the following assays were affected: troponin t, folate, ferritin, tsh, vitamin d, beta hcg, probnp, and cortisol. Patient 1: troponin t: the initial result was 30 pg/ml and the repeated result was 400 pg/ml. Patient 2: folate: the initial result was 2.2 ng/ml and the repeated result was >20 ng/ml. Patient 3: ferritin: the initial result was 6.9 mg/l and the repeated result was 142 mg/l. Patient 4: tsh: the initial result was 1.35 miu/l and the repeated result was 46.5 miu/l. Patient 5: vitamin d: the initial result was 201 nmol/l and the repeated result was 50 nmol/l. Patient 6: beta-hcg: the initial result was 61 iu/ml and the repeated result was 1601 iu/ml. Patient 7: probnp: the initial result was 804 pg/ml and the repeated result was 22790 pg/ml. Patient 8: cortisol: the initial result was <1.5 nmol/l and the repeated result was 61.6 nmol/l. The results were reported outside the laboratory. The repeated results were obtained on another module. The samples were repeated due the initial results being questioned.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. It was noted that the customer experienced pipetting alarms during qc and calibration. The field service representative found the nozzle tip was damaged and a partially clogged sample probe was observed. He replaced the sample probe and adjusted it. The investigation is ongoing.

Manufacturer narrative:
Images of the sample were reviewed. The images showed the sample quality was acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.